Event description:
On (B)(6) 2015 the device that is connected to the cranial oxygen sensor monitor-similar to what is used for a lap top plug in started to smoke in the operating room. A staff member used a fire extinguisher to stop the smoke.